Event description:
It was reported that the customer experienced a past low blood glucose event, with the specific value being unknown but indicated as "low". Cause was not known. Treatment was provided by consuming carbohydrates. The customer did not require third-party assistance and had the control-iq feature disabled at the time of the issue. Tandem technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged and understood this advice.